Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical and stability were reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving a ¿lo¿ (readings less than 40 mg/dl) message on the sensor when compared to an hcp meter and experienced symptoms with pain in the side and vomiting. The customer was unable to self-treat and had contact with a healthcare provider who performed the customer¿s blood cell count test and diagnosed the customer with diabetic ketoacidosis and administered unspecified IV and injection. The customer reported a healthcare meter result of 313 mg/dl but it is unknown when the results were taken in related to treatment. There was no report of death or permanent injury associated with this event.